Manufacturer narrative:
The device has been received for eval, however eval is not complete. A follow-up report will be filed upon completion of the eval or if additional info becomes available.

Event description:
The facility rep reported "infused the wrong amount" on a flogard pump. Info was not provided regarding whether or not the problem occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding additional contact info. According to the facility rep, no pt injury or medical intervention had been reported related to the device. No additional info was available.